Manufacturer narrative:
The root cause cannot be identified. There is limited device specific information provided, no batch number was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. No product quality related trend was identified for the subclass adverse event safety request for investigation. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risk of blisters and other skin irritations. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure packaged product quality. There are pre-identified risk factors that could cause a burn listed in the hazard analysis (rpt(B)(4)). In addition to these hazards, there are multiple risks that are outside the control of the site. These include things like age, skin condition, medical conditions, device use error and off-label use. The warning labels on our product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations.

Event description:
On 18-may-2024, a spontaneous report from the united states was received via email regarding an 81-year-old female consumer who used a thermacare neck/shoulder/wrist heat wrap. On 21-may-2024, the consumer provided additional information. On (B)(6) 2204, the consumer topically applied a thermacare neck/shoulder/wrist heat wrap on her shoulder cross ways directly to her skin. Approximately 30 minutes of applying the product, she removed the product and went to bed. The area was tender and painful. She woke up to take a shower and noted it was tender to the touch and she felt a blister. She looked in the mirror. The blister dime sized (also noted as penny size) with redness around it and was filled with fluid. She called the pharmacist to ask if she should bust the blister. She sterilized the needle with alcohol to prick the blister as directed. Fluid came out, she noted it did not look infected. For treatment she applied neosporin. She anticipated seeing a doctor the coming thursday. On (B)(6) 2024, she had redness at the site. As of (B)(6) 2024, she could not see redness in the mirror, and it was painful at times. No additional information was provided.

Event description:
On 18-may-2024, a spontaneous report from the united states was received via email regarding an 81-year-old female consumer who used a thermacare neck/shoulder/wrist heat wrap. On 21-may-2024, the consumer provided additional information. On 24-may-2024, the consumer provided additional information. The consumer took an unspecified medication for the stomach, and she was allergic to dust. On (B)(6) 2204, the consumer topically applied a thermacare neck/shoulder/wrist heat wrap on her shoulder cross ways directly to her skin. Approximately 30 minutes of applying the product, she removed the product and went to bed. The area was tender and painful. She woke up to take a shower and noted it was tender to the touch and she felt a blister. She looked in the mirror. The blister dime sized (also noted as penny size) with redness around it and was filled with fluid. She called the pharmacist to ask if she should bust the blister. She sterilized the needle with alcohol to prick the blister as directed. Fluid came out, she noted it did not look infected. For treatment she applied neosporin. She anticipated seeing a doctor the coming thursday. On (B)(6) 2024, she had redness at the site. She did not see that she should have worn the heat wrap over a t shirt until after she used the product since it was not on the front of the box. As of (B)(6) 2024, she could not see redness in the mirror, and it was painful at times. On (B)(6) 2024, it was learned that approximately 30 minutes after applying the product, the consumer felt stinging. She removed the product and saw a dime sized blister. She experienced neck pain, an increase in blood pressure, and emotions since the original application of the site. On (B)(6) 2024, the consumer had a friend who was a nurse drain the blister and there was black drainage. On (B)(6) 2024, she saw her medical doctor and was diagnosed with a first-degree burn, diagnosed with higher-than-normal blood pressure, prescribed neosporin for the application site, and was given an unspecified medication to lower the blood pressure. She noted there was possible nerve damage and possible tendon damage. She noted she did not read the directions on the box.

Manufacturer narrative:
Considering the current information available for this complaint it is determined the root cause is intentional device misuse. The 81-year-old consumer applied thermacare nsw 8hr (batch number: unknown). She applied the heat wrap directly on the skin. The thermacare labeling and instructions for use provide guidance for the customer to prevent injury during use. The packaging instruction warns the consumer, if 55 and older, wear over a layer of clothing (or cloth), not directly against your skin. There is limited device specific information provided, no valid batch number was available for evaluation. Without a valid batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. No product quality related trend was identified for the subclass adverse event safety request for investigation. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risk of blisters and other skin irritations. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure packaged product quality. There are pre-identified risk factors that could cause a burn listed in the hazard analysis ((B)(4)). In addition to these hazards, there are multiple risks that are outside the control of the site. These include things like age, skin condition, medical conditions, device use error and off-label use. The warning labels on our product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations.